Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device malfunctioned while using and the jaws would not open. The device was pulled off the tissue. No tissue damage was noted. The device was removed from the field and another one was used to complete the procedure.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that "it was hard to open, nothing else". No damage to patient reported. It is unknown when the device problem occurred.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.